Event description:
It was reported, after the nail was implanted using the obese targeter surgeon tried to remove the nail holding screw and it would not disengage from the nail. After multiple attempts he used an osteotome and finally released from the nail.

Manufacturer narrative:
Na